Event description:
It was reported that the subject device had slice in the cord. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device underwent a visual inspection and functional tests and passed all functional and leak tests. A device history review (DHR) was not completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had slice in the cord. The issue occurred during reprocessing. There was no patient involvement.